Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the supply line of the homechoice cassette leaked which led to this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy and while priming. During troubleshooting, it was determined that the supply line of the homechoice cassette leaked which led to this alarm. Renal therapy services (rts) assisted the patient to disconnect from the set up. Rts referred the patient to contact their pd registered nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.